Event description:
The customer reported a small amount of fluid leaked below the syringe with sample syringe motion errors involving unicel dxc 600 synchron system. The customer discontinued use of the unit. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. The customer replaced the sample syringe plunger and no new leaks were noted. Calibrations and quality control (qc) passed successfully. The customer has an exposure control/risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse observed water around the top of the syringe where it connects to the t-valve. The fse replaced and secured the t-valve and syringe to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).